Event description:
It was reported that the patient went into clinic on the day of report with a discharged battery and an inability to ¿charge x one week.¿ it was noted that the patient was able to charge one cycle normally without issue one week post op. It was noted that patient pocket depth was now an issue. It was noted that the top half was superficial 1 cm depth and palpable and that the bottom half was not. It was noted that the patient was able to charge in the office on the day of report when slanting charging head manually and forcing bottom of implantable neurostimulator (ins) outward. It was noted that there was no revision planned at the time of report. Additional information received reported that the patient was unable to charge and would need a pocket revision. Additional information received reported that the patient had the pocket revised (B)(6) 2014. It was noted that the ins was discharged but not over-discharged. It was noted that the patient would be in clinic next week to assess charging.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was able to charge properly.